Manufacturer narrative:
The hill-rom technician found three brake casters, one steer caster, and four caster supports inoperable. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on his bed in 2012-2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced three brake casters, one steer caster, and four caster supports to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was files in our complaint handling system as complaint #(B)(4).